Event description:
It was reported that while attempting to extract the tip of a broken device, this device broke as well. The patient was undergoing a lumbar arthrodesis procedure. The surgery was completed. It was reported there were no consequences for the patient; the patient was not harmed. The procedure was finished with spare parts - some other instruments from the same product line were used to substitute the broken devices.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.